Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that ¿leaking from the eyepiece¿ was confirmed. The water tightness of the eyepiece was not maintained due to external factors. The bending angle was insufficient due to the angle wire becoming longer than normal. The coating of the image guide coil was peeling. The flexible tube of the insertion section was crushed due to external factors. The water tightness of the operational part was not maintained due to external factors. Due to handling, the adhesive of the lighting lens had come off. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported the tracheal intubation fiberscope was leaking from the eyepiece. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted the adhesive on the insertion guide was peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the insertion guide that was noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.